Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water channel and auxiliary channel with water. Anios was used as the detergent for pre-cleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel, and distal end. A neo clean brush (lta 3748/25) was used for manual cleaning. No manual disinfection was done. The automatic endoscope reprocessor used was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scope was stored in a surestore. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, microbial testing results and evaluation results. See b3 and b5 for the additional customer information. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the insulation of the distal end scope cover was below threshold, the light guide lenses were worn out, the bending section cover adhesive was worn out, the switch #1 key top indication was unclear, the universal cord was buckled, the connecting tube had snakiness, and the biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.